Event description:
It was reported that the device motor was not running. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device motor was not running. Device is chipped out on lower right front corner of top case. Performed occlusion test. Motor not running was found at the beginning of occlusion test. Main board u29 sensor misaligned from pump been dropped or mishandled by customer. Realigned main board, cleaned and greased the whole motor assembly. Performed pm maintenance and all functional testing.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log (ehl) identified motor not running.